Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. Her report stated the console had displayed ec004 "internal error" while on bypass. The perfusionist reported the console was successfully power cycled after a few attempts, and the procedure was successfully completed. There were no patient complications reported as a result of the alleged issue. A field service engineer will travel to the account to evaluate the console.

Manufacturer narrative:
The console was evaluated and the complaint could not be duplicated. The console functioned as intended during evaluation. The log data was not retrievable. As a preventive measure, the dc power cable was replaced and the log data file was reset.